Event description:
Treadmill started at inappropriately fast rate. Patient lost footing and slid onto knees and top of feet. Doctor present. No injury noted upon assessment. Patient assisted to stretcher. Treadmill test order changed to chemical stress instead of walking. Manufacturer response for treadmill, ge (per site reporter): ge biomed will come assess the treadmill. As of now, the equipment has been removed from service.